Event description:
This ra lead was capped on (B)(6) 2018 due to noise. The rv lead was capped at the same time due to high impedances. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.